Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that foreign liquid was found in the unspecified bd¿ syringe before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "I forward notification of tecnovigilancia nº 8061. Client did not specify which defect was observed in the syringe, but according to the video it is possible to verify a transparent liquid."

Manufacturer narrative:
H6: investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrence potentially related to the occurrence was observed. Images of the incident was received for evaluation. Bd points out that it is unlikely to reach a conclusion about the origin of the incident from photo. The sample was not provided by the customer. To the complaint products it was required the lubricant inside the syringe, this lubricant was controlled during the production by visual inspection. This lubricant meets the requirements for biocompatibility per iso 10993-1.

Event description:
It was reported that foreign liquid was found in the unspecified bd¿ syringe before use. The following information was provided by the initial reporter, translated from portuguese to english: "I forward notification of tecnovigilancia nº 8061. Client did not specify which defect was observed in the syringe, but according to the video it is possible to verify a transparent liquid."